Manufacturer narrative:
Device was not returned to the MFR, therefore, no method, results or conclusions could be determined. Complainant could not specify a specific patient that had the reported infection, therefore, they gave ortho development a list of five bipolar cups that could have been involved in the incident. The surgical implant dates for these ranged from 2002 to 2003. The manufacture date for the potential product involved ranged from 10/22/01 to 4/23/2003. The product was explanted and we are still actively attempting to obtain this explant date and will report this information when obtained. To date the patient are making satisfactory progress.

Event description:
Patient developed an infection.